Event description:
The patient called animas on (B)(6) alleging that the pump shuts off at random. She said when she does to use the pump it shuts off and does not know how long it has been shutting off. She says she can feel her blood glucose elevating and taste sugar in her mouth. Her mouth also gets dry and she will have increased urination. She tests negative for ketones. Her current blood glucose level is currently 108 mg/dl and her level the evening before calling animas was 278 mg/dl. The patient also mentioned that her blood glucose levels have been in the 200-300 mg/dl range and last wednesday (B)(6) her hba1c level was 10.8 %. She says she has not had issues with bolus doses through the pump and her blood glucose target is 110-130 mg/dl. She said she has a urinary tract infection and has been stressed the last couple of months because her son has been sick. She says she will take the battery out of the pump and reinsert it and reset certain pump settings including date and time. She says she changed her battery last week because she got a low battery alarm after a previous battery was in the pump for only two weeks. The patient has not had issues with the current battery and states that the battery symbol shows a full battery. Under the alarm history there were multiple low and empty cartridge alarms that the patient does not remember hearing. She also says that sometimes the pump dispenses insulin during the load step. Going through the pump history the delivered amounts also differed with the total daily doses. The patient also had issues with bent cannulas and a bloody infusion site. Her I:c ratio was also set incorrectly. This complaint is being reported as there were multiple issues including patient medical conditions, use error, and alleged pump product issues prior to the patient experiencing symptoms indicative of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. There was some use error that may have contributed to the patient's symptoms including not hearing alarms and setting the I:c ratio incorrectly. No other conclusions can be made at this time.